Event description:
Physician attempted to use an endopath ets-flex 45 during a laparoscopic assisted vaginal hysterectomy (lavh). The cutter was loaded with an endopath reload 6r45b. The instrument would not cut but did release about 8 staples. The instrument was removed and the case progressed without incident.